Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller tested 3.5 inr on the coaguchek xs system while a comparison lab returned as 2.6 inr. Patient's coumadin dose was changed to 6 mg daily based on the meter result. No adverse event reported. Requested return of suspect strips and replacement was sent.